Manufacturer narrative:
The unit was received with intermittent buttons due to corroded keypad traces. There was no button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The unit passed the rewind, basic occlusion test, occlusion test, prime and compromised force sensor system test, excessive no delivery test, and displacement test. The unit was received with peeling keypad overlay. The unit was received with cracked case at lcd window corners. The unit was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 78 mg/dl. Troubleshooting was performed. The device was returned for analysis.